Event description:
Philips received a report from a customer that they saw a change in mu's after locking a plan and transferring it to another institution.

Manufacturer narrative:
(B)(4). Device is used for treatment, not diagnosis. Unable to reproduce the issue. Because of this, we cannot determine a root cause or corrective action.